Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 419 mg/dl. The customer was also taken to emergency room on unknown date for overnight with blood glucose of 500 mg/dl. The customer was treated with intravenous insulin in hospital. The customer was also hospitalized with blood glucose of 31 mg/dl. It was unknown if the customer was using auto mode or not. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.